Event description:
It was reported that the physician reported an incident of alleged caudal migration and perforation from a jugular ivc filter. This is a bariatric patient, pre surgery. The filter was implanted and within a few days, the pt presented to the ER with pain (site unk). A CT was done and allegedly, the physician confirmed the migration and perforation. No known interventions at this time.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unk. The sample has not been returned, as it remains implanted. It was reported that if or when the filter was removed, the hospital would not release the sample. Based on the information received, the results are inconclusive, and the root cause of the event is unk. Additional info requested, but have been unable to obtain. The current IFU (instruction for use) for this device states: complications may occur at any time during or after the procedure. Potential complications include, but are not limited to: migration. Movement or migration of the filter is a known complication of vena cava filters. This may be caused by placement in ivcs with diameters exceeding the appropriate label dimensions specified in the IFU. Perforation or other acute or chronic damage of the ivc wall. This was a bariatric patient. The current IFU (instructions for use) states the following: there have been reports of complications including death, associated with the use of vena cava filters in morbidly obese patients. The risk/benefit ratio of any of these complications should be weighed against the inherent risk/benefit ratio for a patient who is at risk of pulmonary embolism without intervention.